Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty. The right side on (B)(6) 2007 and the left side on (B)(6) 2007. Subsequently, patient alleges pain, elevated metal ion levels and metallosis. Patient alleges left side revision procedures on (B)(6) 2008, (B)(6) 2011, and (B)(6) 2011. No further information could be located for alleged revisions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 6 mdrs filed for this event (reference 1825034-2013-01273 / 01278). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty. The right side on (B)(6) 2007 and the left side on (B)(6) 2007. Subsequently, patient alleges pain, elevated metal ion levels and metallosis. Patient alleges left side revision procedures on (B)(6) 2008, (B)(6) 2011, and (B)(6) 2011. No further information could be located for alleged revisions. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Medical records were received on (B)(4) 2013 for the revision of the left hip. Additional information received in the revision operative notes for the left hip indicates that the revision performed on (B)(6) 2008 was due to pain and a 3 cm leg length discrepancy. Operative notes indicate the modular head, cup and taper insert were removed and replaced.